Manufacturer narrative:
The customer returned the contour® plus test strips from lot # 5bqhh05a. The device history record was reviewed for the suspected contour® plus test strips for lot # 5bqhh05a and no manufacturing anomalies were found. As per the historical review of the event for the similar issues, modifications were made to the carton dimensions to help prevent vial caps from opening after packaging.

Manufacturer narrative:
The patient/family (a1) was the initial reporter (e1), so personal information was not entered. No information was captured in section a4 as the customer's weight was not provided. Sku # 7706 of the contour® plus test strips is only available in mexico; therefore, the UDI # is not applicable. The contour® plus test strips used with the contour® plus meter is similar to the contour® next test strips used with the contour® next meter available in the us market. Therefore, product code nbw and most recent 510 (k) # k191286 associated with the contour® next meter marketed in us were captured in sections d2b and g4 respectively. The device was distributed outside the us, therefore, no gudid information exists.

Event description:
The customer from mexico reported that he opened a box of contour® plus test strips and found that the bottle was already open. There was no allegation of an adverse event. The customer was advised to return the device for evaluation. Replacement test strips were sent to the customer.